Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he looks at his insulin pump screen, it looks like he is wearing dark sunglasses. Customer stated that it does not happen all the time but there are times where the screen is not visible and you can barely see the lettering of the words. Customer stated that the issue occurs when he is in the sun and the screen looks darker than usual. Customer ran a self test and the pump passed. Customer declined to replace the pump at this time.